Event description:
A malfunction was reported on a customer's pump following a cat scan. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to a missing charging cable but later called back and received assistance from technical support to reset the pump. The malfunction code did not reappear after the reset, and the customer was informed that they could continue using the pump and to reach out if the issue recurred.